Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. No unexpected number ramping or scroll bar moving with no input noted. The displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test could not be performed or the motor anomaly tested during prime due to no button response. The device had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. It was stated that the numbers were ramping on their own and the buttons would not respond. They also reported that insulin continued to drip when letting go of the act button and they could hear the motor still running. Most recent blood glucose level was 345 mg/dl. It was mentioned that the weak before, the customer had a severe low event. Blood glucose level at the time of the incident is unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.